Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint was verified. Service replaced the microprocessor board. Use testing was performed. The problem source is the microprocessor board.

Event description:
Information was received that the cadd ms3 pump will not power on. No reported adverse effects.

Manufacturer narrative:
Updated date of event, event, and adverse event problem.

Event description:
Additional information received: occurred during testing, no patient involvement.